Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the device was not returned, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the bf-mp160f scope was attempted on a different cv-190 and was able to obtain image. The customer then connected an additional known working 180 series scope to the cv-190 in question and failed to see image. Tac confirmed that a color bar screen displayed when the scope was not connected. Tac suggested sending in the device for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image on the monitor when connecting a bf-mp160f scope. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.